Event description:
On (B)(6) 2014, the lay user/patient in USA contacted lifescan to report the one touch verio test strips were damaged. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (11/27/2014). The patient¿s test strips have been returned on 10/21/2014 and evaluated by lifescan product analysis on 11/14/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.